Event description:
Boston scientific received information that during the attempted implant of this adaptor, high schocking impedances of greater than 125 ohms were noted when connected to the device. No noise was noted and all lead diagnostics were normal. After numerous attempts to troubleshoot the issue, the adaptor was removed and replaced. A second adaptor experienced similar issues, however a third adaptor displayed adequate shock impedance measurements and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The adaptor was removed due to attempted implant and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the adaptor was performed. Visual analysis noted no anomalies and normal setscrew function was confirmed. Continuity tests were completed to assess the electrical performance of the adaptor, and measurements in this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.